Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a shocking/jolting sensation. It was noted that since she started using an electric blanket last week, she had been getting "needle-like" bruises below her knees and felt strong stimulation in her legs. She did not feel the stimulation as "strong" without the electric blanket. Eight days later, it was reported that the pt experienced a loss of therapeutic effect. She noted that the pain had gotten worse over the past 2 weeks, especially after she walks, but felt it was generally due to the progression of her disease. Additional info was requested.